Event description:
Additional information was received from an hcp via a clinical study and a manufacturer representative. It was reported that the heart failure was not related to the device/therapy.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study and a manufacturer representative regarding a patient receiving remodulin (dose and concentration unknown) via an implanted infusion pump. The patient's medical history included dyspnea/shortness of breath on exertion, pulmonary hypertension, and thrombocytopenia. It was reported that the patient was admitted to the hospital on (B)(6) 2020 with worsening right heart failure. Plans were to place a PICC line and start external remodulin to supplement the internal pump dose. The patient was too unstable to replace the current pump within the next month, and battery life was ending in 5 months. The PICC line was placed on (B)(6) 2020. Lidocaine (3%) was also initiated subcutaneously, as well as oral vitamin c. The remodulin dose at the time of discharge on (B)(6) 2020 was 12ng/kg/min and the goal was 20-30ng/kg/min. Ultrasound of the abdomen was done while inpatient, and the abdomen was distended and firm. Only a small pocket of fluid was visualized with no paracentisis done. External remodulin was to be increased as tolerated to improve heart failure. The event was unresolved with further actions or treatment planned. The investigator assessed the event as related to the device/therapy/procedure and the sponsor assessed the event relationship to the device/therapy/procedure as unknown.